Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing threshold. The lv lead was explanted and replaced. The patient was in stable condition.